Event description:
It was reported that the insulation on the nim pack needle was torn off during needle placement. Surgeon was unable to retrieve roughly 1cm of insulation from pt. No other complication was reported.

Manufacturer narrative:
(B) (4): the device was not returned to the manufacturer for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.